Event description:
Related manufacturer reference number: 2017865- 2022-40245. It was reported that when the patient came to the hospital, it was noted that the pacer was not capturing. Upon x-ray, it appears patient is a twiddler and both leads pulled back into the svc/off the septum. The leads were explanted and replaced. The patient was stable throughout.